Event description:
Customer reportedly received results of 5.2 mmol/l on the mobile system and 2.9 mmol/l on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 278020, expiration date 03/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.